Event description:
A report was received that the patient was having issues charging the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having issues charging the ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having issues charging the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was having issues charging the ipg. The patient will undergo an ipg replacement.